Event description:
The reporter stated that the surgeon was inserting a competitor's lens with a aq cartridge-fp and the cartridge tore the lens during insertion. Incision was enlarged to remove the lens and another lens was inserted, no suture required.

Manufacturer narrative:
Eval: results - a work order search was performed for similar complaints within the search and there were two similar complaints found in the search.